Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center lamp would turn on for a few seconds and then it shuts off and cannot be reignited. The issue occurred during prior to the procedure. The customer was informed the lamp will need to be changed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as no troubleshooting was provided the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.